Manufacturer narrative:
H3 - device evaluated by mfg? The complaint device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a type 3b endoleak originating from the left zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-16-90-zt) was identified on angiogram following a fenestrated endovascular abdominal aortic aneurysm repair (fevar) procedure. Screening was completed on (B)(6) 2026. The most proximal extent of the aneurysm was at the level of the renal arteries. There was suitable proximal seal zone with appropriate length and diameter and free from prohibitive occlusive disease, calcification or thrombus. There was suitable distal seal zone with appropriate length and diameter. Distal sealing zone location was at the iliac arteries. The targeted visceral vessels were of appropriate length and diameter for bridging stent placement. Arterial tortuosity, calcification and diameter was conducive to placement of endovascular delivery system. Medical history: prior coronary revascularization via triple bypass, past smoker (100 pack/years), chronic obstructive pulmonary disease (copd), gold 1 classification: mild (fev1 of 80% or more of predicted value). Renal: serum creatinine: 1.07 mg/dl. Inclusion/exclusion review the most proximal extent of the aneurysm was within 20 mm proximal to the celiac artery and 15 mm distal to the lowest renal artery: taaa extent IV (from the diaphragm down to the iliac bifurcation, involving the abdominal aorta). Medical and anatomical criteria - aorta maximum angulation above the infra-renal aorta (within region of zfen+ and delivery system (degrees): 39 angulation between infra-renal aorta and aneurysm center line (degrees): 56 length of the proximal seal zone: 60 mm length from the lowest targeted vessel (most inferior aspect) to the aortic bifurcation: 143 mm diameter of aorta at location of maximum diameter over length of proximal seal zone (ow to ow): 31 mm diameter of aorta at location of minimum diameter over length of proximal seal zone (ow to ow): 28 mm change in seal zone diameter: 9.68% aorta diameter at the location of maximum aneurysm diameter (ow to ow): 55.3 mm. Anatomical criteria ¿ visceral vessels length of the ostium to first major bifurcation (mm): celiac (46), sma (60), right renal (34), left renal (28) diameter of vessel at location of intended distal landing zone (ow to ow) (mm): celiac (8.5), sma (8), right renal (6), left renal (6.5) % stenosis: celiac (<=50%), sma (<=50%), right renal (<=50%), left renal (<=50%). Anatomical criteria ¿ iliac length of the ostium to first major bifurcation (mm): right (74), left (83) diameter of vessel at location of intended distal landing zone (ow to ow) (mm): right (12), left (13.3) % stenosis: right (10), left (10) do access vessels have minimum inner diameter from introduction site to aorta to accommodate delivery system of devices: right (yes), left (yes) celiac early branch 23 mm from celiac origin and also diameter gets larger ~11 rra early ranch 14 mm from origin rcia circumferential calcium and aneurysmal lcia circumferential calcium and aneurysmal and some narrowing of diameter caliber 11. Pre-procedural computed tomography (CT) imaging was completed on (B)(6) 2025, 98 days prior to the procedure. Proximal sealing zone: there was no occlusive disease or thrombus; however, there was mild calcification. Common iliac artery calcification: right (moderate), left (moderate) common iliac artery occlusive disease: right (none, left (none) external iliac artery calcification: right (mild), left (mild) external iliac artery occlusive disease: right (none), left (none) femoral artery calcification: right (mild), left (mild) femoral artery occlusive disease: right (none), left (none) tortuosity of the iliac: right (mild), left (mild). Anatomical measurements aorta diameter at the location of maximum aneurysm diameter (ow to ow) (mm): 56 length of suitable proximal seal zone (mm): 29.3 diameter of aorta at location of maximum diameter over length of proximal seal zone (ow to ow) (mm): 32 diameter of aorta at location of minimum diameter over length of proximal seal zone (ow to ow) (mm): 31.7 % change in seal zone diameter throughout length of seal zone: 0.94 length from lowest targeted vessel (most inferior aspect) to the aortic bifurcation (mm): 123 angulation between infra-renal aorta and aneurysm center line (degrees): 18 maximum angulation above the infra-renal aorta (within region of zfen+ and delivery system) (degrees): 12 anatomic criteria ¿ visceral vessels diameter of vessel at location of intended distal landing zone (ow to ow) (mm): celiac (7.0), sma (8.3), right renal (6.1), left renal (6.7) length from ostium to first major bifurcation (mm): celiac (43), sma (52), right renal (29), left renal (25) % stenosis: celiac (<= 50%), sma (<= 50%), right renal (<= 50%), left renal (<= 50%) anatomical criteria ¿ iliac diameter of vessel at location of intended distal landing zone (ow to ow) (mm): right (12), left (10) length from ostium to first major bifurcation (mm): right (65.8), left (70.1) does the location of intended distal landing zones maintain the patency of the internal iliac artery?: right (yes), left (yes) % stenosis: right (30), left (30) the bilateral common iliac arteries had moderate calcification and no occlusive disease; the bilateral external iliac arteries had mild calcification and no occlusive disease; the bilateral femoral arteries had mild calcification and no occlusive disease. There was mild tortuosity in the bilateral iliac arteries. The left iliac artery had the following anatomical criteria: diameter of vessel at location of intended distal landing zone (outer-wall to outer-wall) was 10 mm; the length from ostium to first major bifurcation was 70.1 mm and there was 20% stenosis of the iliac artery. The patient underwent an endovascular aortic repair (evar) procedure on (B)(6) 2026 under general anesthesia. Percutaneous access was gained via the left and right femoral artery. Patient in procedure room (24- hour clock): 11:32 administration of anesthesia (24- hour clock): 13:12 initial incision (24-hour clock): 14:17 initial catheter inserted (24-hour clock): 14:37 final catheter removed (24-hour clock): 16:52 all incision closures complete (24- hour clock): 17:01 out of procedure room (24-hour clock): 18:29 estimated blood loss (cc): 200 600cc of packed red blood cells were administered during the procedure amount of contrast used (total during procedure) (ml): 105 contrast concentration (mg/ml): 30 total fluoroscopy time (from incision to removal) (min): 58 radiation dose (total during procedure) (mgy): 1870. Embolization of the ima using a medtronic device occurred before the study devices were implanted, as the big size of the ima could potentially cause an endoleak. This was a planned procedure and occurred before the study devices were implanted. There were successful access, deployment and delivery of all devices in the intended location. All delivery systems were successfully withdrawn. The zfen+ was adequately visualized from start to the end of the implant. Devices implanted during the study procedure: left renal bridging stent: contralateral, cook 10x2 balloon, flared. Inflation pressure used to expand the stent, 8atm. Inflation pressure of flaring balloon: 4atm left renal bridging stent: contralateral, cook 10x2 balloon, flared. Inflation pressure used to expand the stent: 11atm. Inflation pressure of flaring balloon: 4atm right renal bridging stent: contralateral, cook10x2 balloon, flared. Inflation pressure used to expand the stent: 11atm. Inflation pressure of flaring balloon: 4atm celiac bridging stent: contralateral, cook10x2 balloon, flared. Inflation pressure used to expand the stent, 8atm. Inflation pressure of flaring balloon: 4atm sma bridging stent: contralateral, cook10x2 balloon, flared. Inflation pressure used to expand the stent, 10atm. Inflation pressure of flaring balloon: 4atm no issues were encountered while flaring and the bridging stents were adequately visualized from start to end of implant. William cook australia, universal distal body: ipsilateral access, 4.5 stent overlap with preceding component. No difficulties were experienced when releasing the wires or with retracting the sheath, the unibody 2stent was adequately visualized from start to end of implant. Right iliac leg graft: contralateral, common iliac; cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-20-74-zt right iliac leg graft: contralateral, common iliac, 1 stent overlap with preceding component, cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg rpn: zsle-24-74-zt left iliac leg graft: ipsilateral, common iliac, 2 stent overlap with preceding component, cook incorporated, rpn: zsle-16-90-zt. Per operative report: admission date (b)(60 2026, surgical date (B)(6) 2026 findings: type IV taaa successfully excluded with above grafts. At the end of the case there was no type 1 or 3 endoleak. Indications for procedure: 74ym w/hx of cad s/p (B)(6) 2024 3v CABG, reports good functional status. Last echo with lvef of 60-65%. He presented for evaluation of a bilobed 5.4x5.5 cm infrarenal aaa after updated u/s found enlargement to 5.3x 5.3 cm from 4.6 x 4.6 (2023). On review of imaging his aaa measures roughly 5.3 cm in the largest diameter on advanced medical imaging. Given the patients age and comorbidities, he was deemed unsuitable for open aortic aneurysm repair and as such we recommended that he undergo repair with fenestrated endograft. Based on cta, patient is not eligible for the FDA-approved fenestrated endograft. At ut southwestern, we have access to zfen + investigational device that allow us to treat complex aortic aneurysms, such as the one required for this repair. The risks, benefits and alternatives of the proposed procedure were discussed with the patient and procedural consent was obtained. The patient also provided consent for participating in the research study associated with these custom-made devices. Description of the procedure: the patient was brought to the operating theatre in stable condition and was transferred to the or table. Appropriate lines were placed by anesthesia, including an ij central venous line and left radial arterial line. After induction of anesthesia and intubation, a urinary catheter was placed. A dose of preoperative antibiotics, which continued to be re-dosed throughout surgery, was given. Sequential compression devices (scd's) were not applied or applicable. The abdomen, and bilateral groins and thighs were prepped and draped in the usual standard sterile fashion, after which time out was performed. Bilateral common femoral artery access was obtained under ultrasound guidance using a 6-french competitor sheath utilizing a modified seldinger technique. Sheath angiograms were performed, which showed appropriate placement in the common femoral artery and no evidence of extravasation or dissection. The patient was then heparinized with an appropriate dose of heparin and started on the heparin drip. Activated clotting times (act) were kept around 300 the remainder of the case. Next, using an 0.035 competitor wire guide, the femoral sheaths were upsized to 8-french. Small incisions were made in the skin; the tract was dilated and suture mediated closure devices were applied at the 10 o'clock and 2 o'clock positions without issue. The 11-french sheaths were replaced. An intravascular ultrasound was performed up the right iliacs and aorta to identify the take off of the bilateral renals, the celiac and sma. This was used to register the 3d vessel navigator. A competitor wire guide and competitor catheter were advanced from the left groin into the ascending aorta, and the wire was exchanged for a stiff lunderquist. The 11 fr left femoral sheath was then removed and the arteriotomy was then serially dilated up to 22 fr to accommodate the 20 fr cook device. The zfen+ device was prepped on the back table and then brought onto the field. The fenestrated device was advanced over the lunderquist up the left iliacs into the abdominal aorta until the fenestrations aligned with the vessel navigator. The graft was then deployed, exposing the fenestrations to the viscerals and renals. The endograft delivery device was then removed from the left groin, and sheath was left in place. The right femoral sheath was upsized to a competitor 18 fr sheath. From the right femoral sheath, we advanced a steerable sheath with a competitor catheter and competitor wire guide, and these were used for the branch vessel cannulations. Once the vessels were selected and cannulated, competitor wires were left in each branch vessel but on the right renal artery, the competitor stent with an ansel sheath was left to protect the cannulation and in the left renal artery the competitor steerable sheath was left to protect the vessel. Using a competitor balloon, the main graft was ballooned. Next, we proceeded with visceral artery stenting with the above listed stents over the competitor wires, we advanced an 8 fr high flex ansel sheath into the origin of the fenestrations. The above listed stents were then advanced and deployed into each branch vessel under fluoroscopic guidance. The celiac and sma stents were flared with a 10 x 20 mm cook balloon, while the bilateral renal stents were flared with an 8 x 20 mmm cook balloon. On the left renal artery, the first competitor stent was deployed and when attempt to advance the cook balloon to flare the stent into the fenestration, the balloon dragged the sent forward into the left renal artery and disconnected from the fenestration. Therefore, it was realigned with another competitor stent and this one was flared into the fenestration. Next, the bifurcated device was placed and deployed in the infrarenal portion of the main graft with good overlap and being careful not to crush the renal stents with the nosecone. The contralateral gate was cannulated from the right groin, confirmed and measured for length with the ivus. The right iliac extensions was then advanced and deployed in the contralateral gate under fluoroscopic guidance. Next, ivus was performed in the left iliacs to measure the length and diameter of the iliacs to choose the adequate iliac extension. The left iliac extension was then advanced and deployed under fluoroscopic guidance in the ipsilateral side. A competitor balloon was used to balloon the proximal seal zone, the overlap of the bifurcated device as well as the distal seal zones of the iliac limbs. Next a competitor catheter was advanced into the mid descending thoracic aorta past the proximal portion of the graft from the right femoral competitor sheath. A completion angiogram was performed with the above findings. Next, the bilateral femoral accesses were closed by cinching down the previously placed competitor suture mediated closure device. Prior to wire and catheter removal, a 4 fr competitor catheter was used to perform angiogram of groin access sites, which showed no evidence of dissection or stenosis at the puncture sites. The feet were also checked and found to have stable palpable dp and pt pulses bilaterally. The patient was given protamine for full heparin reversal. Pressure was held for an additional 5 minutes. The groin incisions were closed with sutures. All the skin incisions were covered with competitor glue and competitor wound adhesive wound closure bandage. The patient was then awakened and transferred to the sicu in stable condition, moving all extremities, following commands. Estimated blood loss: 200cc total contrast volume: 105cc complications: none. The patient was discharged on (B)(6) 2026. Care timeline: (B)(6) 2026 (09:57)- patient was admitted to hospital. (B)(6) 2026 (13:14)- patient underwent a procedure to repair an abdominal aortic aneurysm (aaa) endovascularly with complex fenestrated stent insertion with a custom-made device. (B)(6) 2026 (17:05) - endoleak repair, femoral approach for endovascular stent insertion into aortic aneurysm. (B)(6) 2026 (16:18) - patient was discharged. Procedural imaging in the form of an angiogram was completed on (B)(6) 2026. All devices were patent at the end of the implant procedure. There was no evidence of device integrity issues. A type 1c (distal-bridging stent) endoleak was present at the right renal stent, a type 3a endoleak at the zfen+ and unibody 2 stents, a type 3b endoleak at the left iliac graft leg, and a type 3c endoleak at the zfen+ and left renal stent (or possibly in between both stents of left renal artery). Evaluation and treatment of the endoleaks was completed after a CT was done on (B)(6) 2026 and surgical intervention was completed on (B)(6) 2026. This report references the type 3b endoleak occurring on the left iliac graft leg (zsle-16-90-zt), in which a surgical intervention was required.